Event description:
It was reported that during an atherectomy dubuling procedure, resistance was encountered as the atherectomy catheter was advanced into the fully opened bleedback control valve of this device. Upon removal of the atherectomy device, a white piece of material was observed to have broken off in the housing window. Reportedly no pt injury occurred.